Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) went into a ventricular tachycardia (vt) with a rate above the detection rate, according to a hosptial bedside montior. It was estimated that the vt lasted approximately 15 mintues. There was an allegation that the device did not properly detect the rhythm as it was pacing thru the vt. It was reported that this device was programmed with rate smoothing on.